Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge remained static at 105 units of insulin. Subsequently, the air was not being removed from the cartridge. The customer's blood glucose (bg) level was 99 mg/dl at the time of the reported event. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate. Additionally, the customer reported experiencing a low bg level of 32 mg/dl. The customer lost consciousness and was taken to the emergency room (ER) by the paramedics. While at the ER, the customer was given a glucagon shot. Approximately 2 hours later, the customer left the ER with a bg level of 215 mg/dl and feeling stable. Although requested by tandem technical support, the customer was unable to upload the pump data logs for a log review to be performed.